Event description:
It was reported that the patient was not receiving adequate therapy or adequate pain relief like they did during the trial. Multiple reprogramming¿s were done. It was also noted the patient had fallen a lot since implant but the falls were not related to the device or therapy. The cause of the issue was not determined and was not resolved. As a result the system was explanted the day of the report. It was noted there were no patient symptoms or complications associated with this event and at the time of the report the patient was alive with no injury. The patient recovered from surgery without any issues and had not heard anything from the patient or physician about any issues after the surgery.

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2015, product type: lead. (B)(4).